Manufacturer narrative:
Qn# (B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint of iab unwrapped prematurely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00332 (tc 1900080343) as the report is related to the same patient.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was partially inflated and was not able to be deflated and could not navigate through the sheath. There was no report of patient complications.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was partially inflated and was not able to be deflated and could not navigate through the sheath. There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab unwrapped prematurely is not able to be confirmed. Upon return, the iabc bladder was fully unwrapped and the catheter was unable to advance through its appropriate sheath due to the unwrapped bladder. The catheter is to be inserted through a sheath if the bladder is fully wrapped. The returned iabc passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00332 (tc 1900080343) as the report is related to the same patient.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: see MDR# 3010532612-2020-00332 (B)(4) as the report is related to the same patient.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was partially inflated, and was not able to be deflated and could not navigate through the sheath. There was no report of patient complications.